Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age at time of the event unknown / not provided. Weight unknown / not provided. Unique identifier (UDI) number unknown / not provided. Reporter name unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
Doctor reported that the patient had infection at tooth sites 34 and 44 and had to remove the implants. Doctor also reported that the patient had pain.